Manufacturer narrative:
Corrected information: d9. Yes, returned to manufacturer 04/19/2024. H3. Yes. H6. Type of investigation: 10, 3331. Investigation findings: 3252. Investigation conclusion: 61. Additional information: d4. Lot #: em49771. Primary UDI #: (B)(4). H4. 01/19/2023. Visual inspection confirms the distal tip has sheared off at the base of the hexalobe. The failure is likely due to the applied torsional force being greater than the yield strength of the tip. Review of device history records showed there were no manufacturing or processing related irregularities. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.engineering provided their evaluation on 4/25/24.

Manufacturer narrative:
The device has not returned for evaluation. No photographs were provided; therefore, the complaint cannot be confirmed. The identifying lot number was not provided; therefore, a review of the device history records cannot be performed. Based on the information provided, the root cause cannot be determined. If the device and/or additional information is supplied, a supplemental report will be submitted.

Event description:
It was reported that the tip of the driver broke off during a case. The tip was retrieved from the patient. There is no report of patient symptoms due to this event.